Manufacturer narrative:
The correct patient identifier is ¿mj¿, previously submitted as ¿unknown¿. The correct quantity of the affected product is only one (1), previously submitted as two (2). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) one-link non-dehp microbore catheter extension sets leaked at the luer connector sites. This was observed when the set was attached to the patient¿s peripheral intravenous (IV) catheter in their arm. It was further reported that blood and saline leaked at the connection. The set was replaced to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.